Event description:
The customer reported the sensor stops working suddenly. No patient impact or consequences were reported.

Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. External visual inspection found no damage. The device failed continuity testing due to an open in the cable on the detector circuit along the length of the cable. When connected to a monitor a "sensor off patient" error message was displayed.

Manufacturer narrative:
The product has been returned to the local facility but has not yet been received at the main office for evaluation. Once returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the sensor stops working suddenly. No patient impact or consequences were reported.